Event description:
It was reported that after the first firing, the reload became bent and the silver part of the reload separated from the cartridge when using the white reload. They used a new reload to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch #231c17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and a gst45w reload present. The reload was received with the one-piece sled detached and fully fired making it nonfunctional, with the pan totally dislodged and the reload body bent and broken. Additionally an extra loose sled was returned that does not belong to the returned reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 231c17, and no non-conformances were identified.